Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the 18l6 hd exhibited a triple image artifacts along with a dark band image in the middle of a breast study. The user unplugged the transducer and rebooted the system to restore functionality. The scan was repeated after the reboot to complete the study even though there was no loss of data. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was not returned to siemens for investigation; therefore, the reported event was unable to be confirmed. The possible root cause of the triple images is an initialization issue in vd10 software when the 18l6 transducer is selected, which occurs roughly 1 in 1000 probe initializations reference: (B)(4).